Event description:
It was reported the error code 8476 was being seen on the personal therapy manager (ptm). It was reported the error code appeared the day of report, and the patient was able to get a bolus at 1 pm. It was noted, the patient could get 3 boluses per day. It was noted, the patient had not been through any medical procedures recently and only saw a chiropractor. It was noted, the patient had gone to a restaurant in a mall not hearing any alarming. It was noted, there was no change in symptoms. The pump was used to deliver bupivacaine and dilaudid. Additional information reported the patient was also taking neurontin. It was reported the pump was intermittently stalling per the pump logs. It was reported the pump had to be replaced and the patient was receiving therapy.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) showed a feed thru anomaly of shorting across the insulator. There was slight surface staining on the motor can and inner cover. There was a slight green residue on wheel 3 of the pump head gear interface. The m2 feed thru had dendrite growth was shorted since gold was bridging across the glass insulator. The tube was slightly discolored and deformed in shape, and the inlet showed wear and residue. The medial portion of the pump tube and outlet also showed wear and residue. The meniscus was missing on the lower shaft of gear 2 and the rotor, and the upper shaft of gears 1 and 2.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).